Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2257 ac tightrope¿ repair kit implant sutures broke. This occurred during use when the doctor pulled the sutures to tighten the button. As a result, the implant could not be used.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.